Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon the second deployment attempt, the valve dislodged ventricular at a deep implant depth of 10 millimeters (mm). At this point, left bundle branch block (lbbb) was observed and the valve was recaptured. During the third deployment attempt, the implant depth was adjusted and the valve was fully deployed. Following full deployment, the lbbb persisted. Therefore, a temporary pacemaker was inserted into the patient's neck and the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-balloon dilation was performed. The valve was recaptured because the valve was too deep. It was reported the deployment starting point was at the bottom of the pigtail. Prior to dislodgment, the implant depth was 3 mm on the non-coronary cusp (ncc) and then migrated towards the left ventricle side to a depth of 5 mm on the ncc and 10 mm on the left coronary cusp (lcc). A medtronic guidewire was used during the procedure.